Event description:
It was reported an issue with optilene suture. The client reported that in several stitches (approximately 6 pieces), the thread snapped even though no significant force was applied during peripheral vascular surgery.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.